Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional flow rate testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was observed with a small volume infusor. The reporter stated that the device was filled with 96ml of medication for 48 hours, but after 48 hours the medication was not coming out of the device properly. The device did not fully infuse in 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.